Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a trainer that the customer received emergency medical assistance and got hospitalized due to low blood glucose around (B)(6) 2018 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was at 130 mg/dl at the time of the call. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller stated that the customer noticed the pump doing crazy things and believes it was over delivering. Troubleshooting was not completed as the caller declined. The caller also indicated that the pump had no delivery alarms, external ram crc error, unexpected restart where a cold rest was performed, displayable history crc check failed on start up, and flash crc is incorrect for factory stored information alarms. The insulin pump will be returned for analysis.